Manufacturer narrative:
The company service representative examined the system and no problem was found. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported no phacoemulsification during a surgical procedure. The settings were checked and the system was rebooted. The system worked correctly and was used to complete the procedure. There were no system messages and that this occurred due to user error. Additional information has been requested.